Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and dystonia. The caller reported that after the patient had their rechargeable device implanted on their left side, the healthcare provider (hcp) turned off their right side ins and told the patient not to turn it on. The caller reported that they went to see another hcp, who turned on the right side ins despite the patient telling them that the previous hcp had told them not to. The caller reported that the patient suffered a lot of difficulties because the right ins was turned back on. The caller reported that the patient "went into a storm" right there on the spot. The caller reported that the patient stated they were going to pass out, couldn't talk, their throat closed up, face turned red, felt very sick and needed to go home. The caller reported they contacted their managing hcp, but they could not get an appointment until the following week. The caller reported that the patient was "storming" for the full week. The caller reported that during the appointment with the managing hcp, they stated that the patient was storming and they put the patient into a bed, where their arm was "storming so much" they were hitting the wall, couldn't control their upper extremities, their feet were turning in, they had trouble breathing, couldn't eat, sleep, talk, and they were gargling. The caller reported that the hcp discovered the right ins was on and turned it off right away, but they had to lower the settings to the lowest settings on the left ins. The caller reported that the hcp trained them on how to use the patient programmer to make adjustments, but stated they needed to give the patient's brain some relief. The caller reported that eventually the patient was programmed to 2.5-3.0v, but it took months to get the patient back up to the original settings. The caller reported that since then, the patient's speech had been worse/more gargled, and they have had difficulty swallowing, coughing, and choking. The caller reported that the patient had surgery on their throat to check growths and stretch the larynx area and the area going into the esophagus, which worked, but their speech was still gargled.